Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse was dispatched and on (B)(6) 2016 inspected sample loop and found the peek tubing has come off of ferrel. Replaced sample loop. Performed d-flush and normal startup with no issues. Ran qc (quality control) and samples, all passed with no errors. The most probable cause of the reported event was sample loop came out of ferrule.

Event description:
On (B)(6) 2016, the customer reported injection valve leaking with their hlc-723g8 analyzer. Customer reported low pressure and also valve leaking. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.